Event description:
It was reported: patient suffered tibial pain from date of original replacement. Retrieved baseplate and fibrinous membrane which was found between baseplate and tibial surface. Sent for investigatory analysis.